Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specification. The product has not been returned; therefore, no physical or visual analysis of the product could be performed. Based on the information provided, an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the laser kept going into standby mode. It was further reported that the fiber tip broke. The procedure was completed with a second fiber. No clinical consequences to the patient occurred due to this event.